Event description:
The pt reportedly experienced an infection at the implant site. The pt was admitted into the hospital and is being treated. Advanced bionics is in the process of gathering add'l info and will submit a supplemental report once new info is obtained.